Event description:
User experienced false positive troponin t results for two samples from one patient during one day. Sample 1, initial result of 0.212 ug/l, repeat <0.010 ug/l. Sample 2, initial result 0.073 ug/l, repeated twice giving <0.010 ug/l both times. No information was provided to determine if any adverse events occurred. If additional information is received, appropriate notification will be provided.